Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum pf cup 50odx44id, pn: us157850, ln: 325410; tprlc 133 t1 pps ho 11x142mm, pn: 51-104110, ln: 2469038; m2a-magnum 42-50m tpr insrt +3, pn: 139258, ln: 568580. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2019-00931. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty, approximately 7 years later the patient was diagnosed with high level cobalt toxicity (89.4ug/l). Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.